Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set was clogged. The following information was provided by the initial reporter: microbore extension would not flush - hole doesn't go through the tubing.

Event description:
It was reported that the bd alaris¿ extension set was clogged. The following information was provided by the initial reporter: microbore extension would not flush - hole doesn't go through the tubing.

Manufacturer narrative:
H.6 investigation summary: no product or photo was returned by the customer. It was reported by the customer that the extension set would not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 30914 and lot number 22049176 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.